Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. (B)(4). Concomitant medical products: item number: 010000664, item name: acetabular shell, lot #: 64338743. Item number: unknown, item name: unknown head, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Item number: 006250065500, item name: screw, lot #: 64187067. Item number: 01000997, item name: screw, lot #: 6329785. Item number: 00625006525, item name: screw, lot #: 64076428. Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02244. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty the liner would not seat into the shell. Multiple attempts were made to properly seat the liner. The case was completed with a liner of the same size with no complications. No additional information is available at this time.